Event description:
The hcp reported an alarm was heard. Telemetry confirmed a low reservoir alarm was occurring. It was noted the pump had a pump memory error when the pump was interrogated. Per the hcp, the pump was last updated mid (B)(4) 2010. The pump had not been used in a couple of years and the hcp had let the pump run dry on purpose. The hcp planned to turn the pump off as it was alarming and they did not plan on using the pump. It was also reported that the patient was not having any issues with the device. The pump was used to deliver lioresal.

Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: unknown, product type catheter; product ID 8709m serial # (B)(4), implanted: (B)(6) 2003, explanted: unknown. Product type catheter. (B)(4). Late MDR due to system issue with FDA.